Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s current blood glucose at the time of incident was 49 mg/dl and 78 mg/dl. The customer treated with the soda. Troubleshooting was declined for low blood glucose. The insulin pump and sensor will not be returned for analysis.